Manufacturer narrative:
H11: as troubleshooting, deep disinfection was conducted on involved unit. All device functional tests were conducted and all passed. Unit was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with the customer it was learned about deviations from the device instructions for use (IFU) related to cleaning and disinfection practices. The customer reported that the hydrogen peroxide (h2o2) concentration is not tested on a daily basis as required. Although the tank is kept full, daily testing is occasionally missed. The customer stated that the h2o2 level is tested prior to each patient use. According to the IFU, the h2o2 concentration must be verified daily, including weekends; if this requirement is not fulfilled, the device must be drained. The customer confirmed that no reusable blankets are used. H2o2 is added when the tank water is changed at 7-day intervals. It was reported that surfaces and water circuits are likely not disinfected prior to initial operation or before storing the heater-cooler. The 3t aerosol collection set is replaced when the water is changed. The device is stored indoors, with the fan positioned toward a wall and facing away from the operating table. The customer also indicated that the water source used for filling the system has not been tested. A device service history review was performed and revealed that the unit was installed in 2009 and no similar events were reported. Based on the investigation findings, the h2o2 levels are not being checked on a daily basis, representing a deviation from the livanova instructions for use (IFU). This may have contributed to or caused the reported contamination event. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system with microbiological contamination. There is no patient involvement.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code g.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in belgium. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.